Event description:
Complainant alleged that while attempting to treat a male patient, the device continuously prompted a "plug in cable" message. The medic attempted to reseat the electrodes and the device continued to give a "plug in cable" massage. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.